Event description:
No additional information.

Manufacturer narrative:
Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document # (B)(4)) on march 7, 2025. This documentation is available in bd document management system (sap) as (B)(4). This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family: nexiva nearport. Device failure: tubing balloons.

Manufacturer narrative:
E1. Address information was not provided, therefore, xx was used as a place holder. Investigation. The reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history (chr) review could not be performed as no batch/lot number was made available for this reported event. A device history record(DHR) review could not be performed as no batch/lot number was made available for this reported event. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that bd nexiva w/ maxzero tubing ballooned. The following information was provided by the initial reporter: during power injection of CT contrast with nexiva nearport pivc, tubing ballooned between nearport and IV hub. Customer flushed through side tubing of nexiva nearport pivc, fluid sprayed out of nearport and hit clinician in the face/eye.